Manufacturer narrative:
The products were not returned for examination. Product info required to retrieve the device history records for review and search the complaint database was not provided. The manufacturer of the cement is unk. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.

Event description:
Pt revised for loosing of the femoral component, osteolysis, and polyethylene wear. Wear on insert due to third body debris (broken cement). Manufacturer of cement is unk.

Manufacturer narrative:
The device associated with this report was not returned. Patient medical records were received. Review of the supplied medical records confirmed loosening of the femoral component and wear of the tibial insert component. The reported osteolysis was not confirmed. From a medical perspective, based on the information available, it is unlikely the complaint is product related. IFU¿s state that it is imperative that the patient be instructed about the strength limitations of the materials used in the device and for fixation and the resultant need to substantially reduce or eliminate any of the above conditions(obesity or excess weight). Obesity imposes severe loading on the affected extremity significantly increasing wear and the likelihood of early failure, including loosening , of one or more of the components. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.